Event description:
It was reported that the motion interrupt pan was hanging down and causing the hi/lo to be inoperable as the hanging motion interrupt pan would engage the hi/lo cherry switches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.